Manufacturer narrative:
The tech found a lot of play in the hex rods and rocker arms. He adjusted the hex rods and rocker arms to repair the bed.

Event description:
Info received indicates the brakes were hard to set and the head end brake casters did not hold in the brake mode when set from the foot end of the bed.